Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated the alarm was recurring despite changing out the infusion set. The customer's blood glucose was over 400 mg/dl. Customer stated they were able to resolve the alarm with a complete set change. It was also found the alarm did not occur during a manual prime. Customer declined to troubleshoot for their high blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.